Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer's blood glucose level ranged from 193 mg/dl to 200 mg/dl. Reportedly, new supplies were loaded and the customer continued to use the pump for insulin therapy.